Event description:
Reporter claims the user was unaware thry had electronic brakes in the chair and stated they did not hold while user was on a hill and the chair started rolling backwards. The chair was stopped by a curb. The end user fell out of the chair at the time and sustained a fractured left arm. Reporter was unsure.